Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented for device change-out due to eri. Externalized conductors were noted between the svc and rv coil via fluoroscopy. Lead remains implanted as no electrical anomalies were detected and patient is elderly. The patient's condition was good after the event.